Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred in the past. The occlusion was resolved, and the customer successfully resumed insulin therapy. There was no reported impact to customer¿s blood glucose level.